Manufacturer narrative:
Corrected d3 manufacturer fax omitted in initial report. Corrected d4 serial number. Updated d9 device returned to manufacturer. Corrected g1 manufacturer contact fax number omitted in initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure was most likely due to biomaterial, however, without data logs the mechanism of entry of the biomaterial found on the returned pump could not be confirmed. The cause of the pump stop could have been caused by either the biomaterial or open motor cable lines found on the returned pump, however, the exact cause could not be confirmed as no logs were returned for evaluation.

Event description:
Clinical rationale: an impella 5.5 was surgically inserted via right axillary/subclavian arterial access in a 67-year-old male patient for ischemic cardiomyopathy. The patient¿s comorbidities were known coronary artery disease. The patient¿s clinical state prior to initiation of support was scai stage d. Following procedure, the patient was transferred to the ICU on support. During ongoing support, the impella 5.5 pump stopped working and was unable to be restarted. The impella console displayed a defective alarm, and purge pressure increase was reported by the perfusionist. Attempts to restart and reconnect the pump were unsuccessful. It was then recommended to withdraw the pump into the aorta and replace it. The patient remained hemodynamically stable on catecholamine support throughout the event. The impella 5.5 was subsequently removed due to the reported failure mode of pump stop/unable to start. No patient harm was reported. The patient survived at explant of device and was reported to be stable while awaiting left ventricular assist device (lvad) therapy. The impella 5.5 will be conservatively reported for hemodynamic instability due to the temporary hemodynamic support interruption but without consequence to the patient or known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.